Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy and did not require assistance from any third party. Customer changed pump supplies to address the issue. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.